Event description:
It was reported that the patient experienced intermittent diaphragmatic stimulation from the left ventricular lead the night post implant. Diaphragmatic stimulation was seen at 3.5 v at 0.4 ms. The left ventricular output was programmed below the diaphragmatic stimulation threshold.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.